Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 78-year-old male patient presenting for acute myocardial infarction and cardiogenic shock. Following removal of an impella pump and the subsequent explant of a utilized unapproved 16 fr sheath, the patient developed lower limb ischemia. Further observation noted a thrombus and a dissection within the external iliac artery. Thrombolytics were provided and a stent was placed to treat the dissection. A definitive cause for the events could not be determined. Following the intervention, flow returned to the limb. The patient was considered stable following the events.

Manufacturer narrative:
The investigation into the limb ischemia and the vascular damage has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to root cause; only the clinical report was evaluated. Based on clinical information provided, the cause of the limb ischemia was most likely biomaterial since ischemia occurred after the removal; the cause of the vascular damage was not determined since product was not returned. The failure modes will be monitored and trended.